Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This MDR represents the ventralex st (device 2). An additional emdr was submitted to represent the ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information received, on (B)(6) 2016- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex st meshes (device 1 and 2). Per op notes, ¿the hernia sac was identified in the abdominal region and was dissected. A medium ventralex st mesh (device 1) was placed throught the superior hernia defect and sutured. A large ventralex st mesh (device 2) was then placed through the inferior hernia defect so it sat flat against the abdominal wall on peritoneal surface. There was an overlap of this mesh (device 2) and the superior mesh (device 1) and was sutured¿. On (B)(6) 2016- patient was diagnosed with adhesions, thereby underwent laparoscopic repair. Per op notes, ¿the intra-abdominal contents were adherent to the mesh in the upper abdomen. The omentum was adherent to the peritoneal side of the mesh in upper abdomen. The adhesions were lysed. The mesh (device 1 and 2) were found pulled away from abdominal wall from retraction. The border of the meshes had peeled away from abdominal wall which is resutured¿.